Event description:
It was reported that the pump touchscreen display was "dim". Additionally, it was reported that the pump battery was depleting quickly. It was also reported that unspecified wake button issue occured. The customer reverted to an alternate method of insulin therapy. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.